Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Other relevant device(s) are: product ID: 9732352, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The isolation transformer was not working, the end of life had been reached. The site has decided to scrap the system because no parts were available to replace the defective ones. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was not booting up. The manufacturer representative reported the system was not booting up after receiving info from the site. Troubleshooting was preformed and found that the transformer was not working. Resolution was found and determined that the system has reached end of life. There are no parts available for replacement. Additional information was received stating that the power was troubleshot and it was found that everything was lined up. The isolation transformer was working/measured power coming in. After isolation transformer, power line goes to uninterruptible power supply (ups) which then powers the computer through timer box. Since there was no output going towards ups, this points to faulty transformer.